Manufacturer narrative:
The information provided showed that the event was not related to product design or manufacturing. The root cause was related to patient anatomy, therefore, considering this conclusion, no further investigation is necessary. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure. The doctor explained that the capsular bag shrunk due to the zonules being disrupted. The capsularexis was 1mm wide. No vitrectomy was performed. No patient injury was reported. The doctor indicated that there was no complaint about the iol. He has used the multifocal lens on many occasions and was very happy with the results. In this particular case, the (B)(6) female had an unremarkable cataract extraction and implanted a multifocal iol. On post op day one, the iol was well centered in the capsular bag. However, by week one, the doctor began to notice some decentration, and it increasingly became clear that the entire iol-capsular bag unit was moving toward an area of anatomically weak/absent zonules. Therefore, the doctor did not believe there was an issue with the iol itself but, rather, the issue was the patient's anatomy. The doctor referred the patient to another doctor for a suture-fixated secondary iol. The sales representative from abbott was present for the procedure and collected the explanted iol for return. The date of the primary surgery was (B)(6) 2015. The secondary surgery was performed on (B)(6) 2015. The explanting doctor stated that the implanting doctor did not register a complaint. There was zonular dehiscence and contraction. There was no problem structurally with the abbott medical optics iol.